Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lv lead was plugged and coronary sinus occluded. Patient refused epicardial however the patient still received an upgraded device. Patient was receiving noise on his ventricular lead resulting in inhibition of pacing on a pacemaker dependent patient. Patient was asymptomatic to these events. Noise was coming through on the channel and was most likely myopotential oversensing and isometric testing would cause the channel to inappropriately sense on the ventricular channel and drop the beat due to inhibition of pacing. Programming changes were made to resolve the issue and no further episodes were observed remotely via merlin.net transmission. Patient was stable.